Event description:
During the initial implant procedure, high pacing impedance was observed on the right ventricular channel. When the leads were connected to the merlin pacing system analyzer, impedance measurements were normal. A device malfunction was suspected. A replacement device was used to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of high impedance was not confirmed. The device was received from the field with battery voltage near beginning of life level. Electrical and mechanical analysis performed indicated normal functionality. Device was tested with various loads, and the pacer was able to detect and measured the lead impedance within normal range. Longevity assessment was performed, and the pacer was in the normal range of operation with appropriate remaining longevity.